Event description:
During routine maintenance on a ventilator in the (B)(6), it was reported that the lower graphical user interface (gui) backlight failed. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) completed the preventive maintenance (pm) and replaced the backlight inverter, performed all calibrations, self-tests and safety testing; and the device operated within the manufacturing specifications. (B)(4).